Event description:
A power source alert 07 was reported by the customer, and it was noted that the caller was using both the tandem charging cable and wall adapter when the alert occurred. There was no reported impact on the customer¿s blood glucose level, as the caller declined to answer if it exceeded any thresholds. Customer technical support instructed the caller to plug the wall adapter into a functioning outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, advising the customer to follow up if the issue persisted after that time.